Manufacturer narrative:
The philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the touchscreen to address the problem. The unit passed the electrical safety and the controls test.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.